Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the compact plus system.

Manufacturer narrative:
The event occurred in sweden. Caller did not provide product information for the compact plus system. The customer returned 4 vials of lot 278057 with a total of 2 strips left and 2 vials of lot 278052 with 0 strips left.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: hi (greater than 33.3 mmol/l), 1.8 mmol/l, and 3.2 mmol/l. On a different date customer tested hi and 31.7 mmol/l on the mobile system. Customer then tested 3.3 mmol/l on the compact plus system. Customer tested 23.4 mmol/l on the mobile system and 6.0 mmol/l. All reported results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.